Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was requested for replacement. In association with this repair and to ensure compatibility, the gib board, cpu, system interface pcb, image processor pcb, ffb pcb and backplane on generator were also replaced. The system was tested and found to be working as intended and returned to service.